Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown gel and was presented with bilateral rupture confirmed by physician and ultrasound on (B)(6) 2019. As a result, the devices were explanted on (B)(6) 2019. This report is for one of the two unspecified sides.

Manufacturer narrative:
On 7/9/2019, the mentor failure analysis lab received the device for evaluation. Lot number & product code have been updated from 'unk_saline implants' to 'lot # 26488 & catalog # 3542507'. Doi provided was updated to manufactured day. Section d has been appropriately updated. On 7/23/2019, device evaluation was completed. During analysis of the sample a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).